Manufacturer narrative:
The customer alleged that the m540 monitor repeatedly could not measure nibp and displayed asterisks and error messages. It was noted that the nibp starts, and the measurement immediately aborts. The customer stated that the observed error occurred more often in smaller and lighter patients under 500 grams, and that nibp measurement is delayed by hours. Additional information obtained through investigation confirmed that there was no adverse patient impact. The described event alleging that the device displayed 'cuff leak' and 'hose disconnected' error messages could not be confirmed with the information available. The logs were reviewed and showed that there was 'nibp measurement timeout' and 'nibp blocked line' messages on the date of the event. However, as no time of event was provided, it cannot be concluded which time the reported event took place. The software investigation determined that the observed m540 behavior was due to the m540 minimum pulse amplitudes not being met due to the physiological state of the patient. The m540 behaved as designed with no malfunction. A software enhancement to lower the m540 nibp minimum amplitude threshold will be available in future software versions for hardware revisions 24 and above.

Event description:
It was reported the m540 monitor has difficulties obtaining a nibp measurement with a neonatal patient. The device was replaced with another monitor to obtain a reading. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported the m540 monitor has difficulties obtaining a nibp measurement with a neonatal patient. The device was replaced with another monitor to obtain a reading. There was no report of adverse patient impact.